Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported 5 bd ultra-fine¿ pro were not functioning. The following information was provided by the initial reporter: "she tried 5 pieces of 105 and it was almost impossible to screw it on, but when it did work, none of the insulin came out."

Event description:
It was reported 5 bd ultra-fine¿ pro were not functioning. The following information was provided by the initial reporter: "she tried 5 pieces of 105 and it was almost impossible to screw it on, but when it did work, none of the insulin came out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.